Event description:
Original implant was in 03. The implanting surgeon referred this case to dr. As a possible type iii endoleak based on a standard pt follow-up. The pt was diagnosed with a type I endoleak at that time. In 03 a revision procedure was successfully completed treating the endoleak using an excluder iliac extender endoprosthesis, extending the aaa therapy further distal into the left iliac anatomy excluding the aneurysm.